Manufacturer narrative:
The spectranetics turbo-elite device and the guidewire were discarded following the case. Therefore, device evaluation is not possible. This report is being submitted as there is an allegation that the turbo-elite device may have contributed to the coating coming off the guidewire. However, per engineering evaluation of the available data, it is very unlikely the turbo-elite device could scrape off the coating of the guidewire, as it does not have a metal inner lumen. Furthermore, it is unknown how the turbo-elite device could possibly ablate the material off the guidewire in such a short ablation time (2 seconds).

Event description:
A philips representative reported that a peripheral atherectomy procedure was performed to resolve a de novo chronic total occlusion in the patient's left anterior tibial artery. The physician used a step by step method to advance through the vessel from a femoral access point, utilizing a spectranetics turbo-elite laser atherectomy catheter 410-152 over a v14 controlwire (boston scientific) hydrophilic guide wire. Upon reaching the tip of the guide wire, part of the wire coating was shaved off within approximately 2 seconds of lasing to cross the lesion. The tibio peroneal trunk was treated prior to this vessel and successfully opened resulting in good outflow for the patient. The procedure was stopped at this point and the patient was discharged per normal procedure. There was no change in outflow to the anterior tibial artery.